Event description:
It was reported the physician was using a firstpass suture passer, needle and suture capture. Near the end of the procedure, the physician attempted to remove the suture from the passer as instructed. The physician pulled the suture, the suture capture fell off of the suture passer, landing on the floor. The procedure was completed with a new needle and suture kit. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device 1 of 2. Reference manufacturer's report #: 2032380-2011-00151.